Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began three days prior, (time unk). During that time, the subject meter reportedly had a power issue, where the unit powers off during use. As a result of the reported issue, the pt reportedly took more food and drink. Approx, 24 hrs after the reported issue, the next day, (time unk), the pt reportedly experienced symptoms of "sweatiness". The pt reportedly took more food and/or drink as described self-treatment. The pt did not receive/require any medical attn. The pt was not tested on any other meter. During the troubleshooting, the cca noted that this was not a new prod and the pt never replaced the batteries per the owner's manual (use error). It was also noted the subject meter shut off before the time was up. The pt did not have a battery at the time of call to resolve the reported issue. Replacement prods were sent to the pt. Based on the reported info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.